Manufacturer narrative:
Correction: e4. Additional information: h10. Sus voluntary event report: (B)(4) was received.

Manufacturer narrative:
Interrogation of the device revealed the device was below eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device functionality was bench tested and no anomaly was detected. Based on this information, there was no evidence of device malfunction. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented in clinic for a follow up, premature battery depletion was observed on the device. The device was explanted and replaced. No adverse consequences were reported.